Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report receiving a shock from the implantable cardioverter defibrillator (ICD). Follow up information received from the patient's clinic indicated that the shock was delivered due to rapid atrial fibrillation (af). The device remains in use. No further patient complications have been reported as a result of this event.